Event description:
Customer reportedly obtained a result of 276mg/dl while the hospital devicve read 119 mg/dl within 10 minutes. No treatment received for blood glucose. No quality controls were used. Requestd return of suspect device and replacement was sent.